Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that as the heartstart mrx device was turned on into manual mode at the 1 joule mark (first click is 1 - 10 joules), the device did not detect that adult pads had been applied, and the device did not alert the users that the ¿incorrect¿ energy had been selected. Since the screen displayed adult patient and the audio-visual feedback, everything looked ¿normal¿ to the hospital staff. However, the green dial was not turned to adult dose 150 joules, 6 joules was selected, and the patient received 7 shocks at 6 joules of energy. The device was being used with defibrillator pads for a patient in cardiac arrest and required defibrillation for ventricular fibrillation (vf). It was reported to philips that the patient remained in a shockable rhythm that was not being treated at the ¿correct¿ energy for 7 cycles (14 minutes). When the hospital staff realized that the energy selection was at 6j an 8th shock was administered at 150 joules and the patient "regained circulation". Post resuscitation, the patient required ICU care and "invasive treatments" during recovery. The long term patient outcome has not been reported. It is unknown if the device caused or contributed to the adverse event, as we are awaiting additional information from the customer. This investigation remains open.

Event description:
It was reported to philips that as the heartstart mrx device was turned on into manual mode at the 1 joule mark (first click is 1 - 10 joules), the device did not detect that adult pads had been applied, and the device did not alert the users that the ¿incorrect¿ energy had been selected. Since the screen displayed adult patient and the audio-visual feedback, everything looked ¿normal¿ to the hospital staff. However, the green dial was not turned to adult dose 150 joules, 6 joules was selected, and the patient received seven shocks at 6 joules of energy. It was reported to philips that the patient remained in a shockable rhythm that was not being treated at the ¿correct¿ energy for 7 cycles (14 minutes). When the hospital staff realized that the energy selection was at 6j an 8th shock was administered at 150 joules and the patient "regained circulation". Post resuscitation, the patient required intensive therapy unit (itu) care and "invasive treatments" during recovery. On an unknown date, the patient died while admitted to the itu. The device delivered the correct amount of energy selected by the user each time. The device was evaluated by the customer. The hospital's medical engineering department determined the symptom was caused by user error and there was no fault found with the device. No parts were replaced. The device passed all performance assurance tests and remains at the customer site. There was no malfunction of the device. The device was behaving as intended when in manual defib mode, as it delivered the amount of energy selected by the user to the patient. The delivery of the selected amount of energy on the therapy knob, is an expected device behavior.